Event description:
During an arthoplasty of the foot, "liquid" which "looked like water" was observed dripping into the surgical site from the portion of the device where the blade is held. The pt developed a post-operative infection in the surgical site and was hospitalized for treatment. The device was sterilized according to MFR recommendations and all biological indicators evidenced a complete cycle. User facility did not indicate they felt the device directly contributed to the event.